Event description:
It was reported that the patient had a loss of therapeutic effect. The trial was spectacular, after implant the first day was a 7, and then 9 the next day. The last 2 days the patient had been going to the bathroom all the time. The patient went 9 to 10 times today. The patient felt stimulation a little and they would turn it up a little more to see if that would help. It was later reported that there was a 50 percent or greater symptom reduction. The cause of the event was not determined and reprogramming was needed. They changed programs and increased the settings. No imaging was needed. The patient experienced a sudden loss of therapeutic effect and did not experience a loss of stimulation. The patient recovered without permanent impairment. The patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had a telephone call appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0t6x8, implanted: (B)(6) 2015, product type: lead. (B)(4).